Manufacturer narrative:
Customer noticed a high positivity rate with the liaison sars-cov-ag assay (lot 373008). Data on samples and preanalytics have been analyzed. Based on the information received, patient specimens were nasopharyngeal swabs in third party commercial vtm media. Data analysis showed that many reagent integral calibrations returned "short integral agitation time" messages. Also noticed that a few samples showed misclassification: positive at first test, negative when retested. Maintenance tasks appeared being not performed according to indications during the period analyzed. Application specialists went on-site to check conditions of the analyzers and to provide additional support: diasorin representatives reviewed maintenance activities, reagent handling and sample preanalytics with the laboratory personnel. Additional analysis performed focusing on data obtained after the on-site visits (period from (B)(6) 2021 to (B)(6) 2021): diasorin controls were tested and fell within coa ranges showing overall adequate performance. However, some samples returned discordant results (positive at first test/negative when retested) even after personnel training and optimal instrument maintenance. During data some misclassified samples were observed. Application specialist visited the site at the end of february 2021 to perform sample comparison testing versus pcr on 28 selected samples. Data obtained did not highlight any anomalies in sample runs: all results were consistent upon repeat. Data obtained at batch release on qc panel samples and samples of an internal standard curve show adequate performance for lot 373008 as good consistency was obtained between kit lot and all samples were properly classified. In conclusion, suboptimal instrument maintenance was observed and further training activities were suggested. Data obtained after troubleshooting, however, still showed anomalies in samples results. These samples mostly showed positive values at first test and lower dose values after retest, leading to conclude that the issue could be related to sample quality rather than to specific performance of the kit lot investigated. Application specialist was onsite again 11th march 2021. When samples were re-spun the sample went from testing >200 (pre centrifuge) to reading 22. A larger study was conducted. Information on swabs and media ingredients from the tube were collected. Data showed that results obtained after sample centrifugation appeared closer to expectations on both liaison xl analysers at customer site. Pictures provided also showed turbidity of the sample before centrifugation, a more limpid sample after centrifugation. The customer requested additional support to troubleshoot if issue may be related to the swabs or the media used themselves. Applications was onsite to conduct additional troubleshooting testing. While there, it was observed that the unused hg vtm media had unusual colors including dark pink and even some purples ones. The techs acknowledged that they have seen varying colors and they used all the tubes regardless of color type. The tubes observed to have either dark pink or purple colors had positive covid antigen results without any patient sample added. The orange color of the transport media is due to the phenol red that is used as a ph indicator. It is reddish-orange in neutral solutions, yellow in acidic solutions, and magenta in basic solutions. With the change in color of the tubes it was strongly recommended that they only use the proper colored tubes. Complaint classified as not confirmable based on data analysis and troubleshooting. No clear root cause could be identified, however troubleshooting performed at customer site suggests the issue being likely related to sample quality.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint about unexpected value of cov-2 antigens (ref: 311500, lot: 373008).